Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure error 23072 occurred against universal surgical manipulator (usm) 1. The customer moved the usm 1 out of the way. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and was able to reproduce the error immediately when clutching the usm 1. The system was tested and verified as ready for use. The affected part cable, proximal set up joint (suj) involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.